Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarms during the rewind process as a result of a motor encoder signal being out of phase. The displacement test could not be performed due to the excessive motor error alarms.